Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and no anomalies were found.

Event description:
It was reported that the patient had t wave oversensing. Upon adjusting at the clinic, the patient received "nine shocks in fifteen minutes." The patient was taken by ambulance to the hospital for further attempts to adjust the device. The patient stated that the "device was never adjusted right." Several weeks later, a revision was done. The right ventricular lead remains implanted and the patient's chronic right ventricular lead was uncapped and used for the pace/sense portion. No further patient complications were reported as a result of this event. Additional information was received indicating that the patient is somewhat non-compliant with medications and has had elevated potassium levels at the times when t-wave oversensing occurs.

Event description:
It was reported that the patient had t wave oversensing. Upon adjusting at the clinic, the patient received "nine shocks in fifteen minutes." The patient was taken by ambulance to the hospital for further attempts to adjust the device. The patient stated that the "device was never adjusted right." Several weeks later, a revision was done. The right ventricular lead remains implanted and the patient's chronic right ventricular lead was uncapped and used for the pace/sense portion. No further patient complications were reported as a result of this event.